Event description:
The customer reported the system left monitor flickered and went black. The left monitor displays the live fluoroscopy image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplpicated. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.